Event description:
The customer reported that the system is stuck in the operation check mode. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device hangs after the op check is run. There was no patient involvement.